Event description:
A pt with a previous history of hysterectomy and burch retro-pubic urethropexy underwent a "tvt" procedure for stress incontinence. The "tvt" procedure was reported as having been uncomplicated and the pt was discharged the following day. Three days later the pt developed vague abdominal pain and was readmitted to the hosp on the surgery svc. Pt's condition deteriorated, and pt developed an acute abdomen. At exploratory laparotomy, there was evidence of bowel perforation and abscess formation. The pt subsequently died of sepsis.